Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed noisy/no image issue could not be determined, however, the issue was likely the result of a short in the image sensor unit cable as a result of a decreased connection ability of the built-in components caused by deformation of the bending tube due to external factors and or the video connector circuit board is damaged. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited image noise due to damage to the imaging unit, and no image was displayed. There were no reports of patient involvement.